Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary: visual inspection; handle for percutaneous threaded drill guides (part. No: 03.120.022, lot. No: 1911593) was returned and received at us cq. Upon visual inspection, the threads were observed to be deformed, and also scratches were observed. No other defects were identified. Device failure/defect identified? Yes. Dimensional inspection: no dimensions were taken due to post-manufacturing damage. Document/specification review: the following drawings were reviewed handle for threaded drill guides: no design issues or discrepancies were identified during the investigation. Complaint confirmed? Yes. Investigation conclusion: handle for percutaneous threaded drill guides (part. No: 03.120.022, lot. No: 1911593) was found with deformed threads. Therefore, the complaint condition could be confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined, but factors that may have contributed to the failure include repeated field usage and excessive forces applied on the handle. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history: part: 03.120.022; lot: 1911593; manufacturing site: hägendorf; release to warehouse date: 03 june 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that during a routine inspection on an unknown date, the threads of the two (2) handles for percutaneous threaded drill guides appeared to be distorted. There was no patient involvement. This report is for one (1) handle for percutaneous threaded drill guides this is report 2 of 2 for (B)(4).